Event description:
It was reported that during implant the helix of the right ventricular (rv) lead would not extend. Two attempts were made, with the helix being rotated up to 20 times. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).